Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that during implant, this right ventricular (rv) lead perforated the vessel. The lead was abandoned surgically. No additional adverse patient effects were reported.